Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to pool waster and it wont turn on. The customer's blood glucose level was unknown. The customer reported that they jumped into the pool with insulin pump and it was not water proof. Customer states they do not hear fluid when shaking the insulin pump. Customer states they see fluid under the lcd. The customer was advised to revert to back up plan. The device will be returned for analysis.